Manufacturer narrative:
Approximate age of device - 3 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was seen in clinic for a bariatric surgery evaluation. During routine lab work, the patient's lactic acid dehydrogenase (ldh) was at 957 u/l. The patient was asymptomatic and their international normalized ratio (inr) was at 1.7. The patient was transferred to (B)(6) hospital for admission. They were placed on heparin gtt and their ldh decreased to 600 u/l but was labile. An echo cardiogram was performed and laminar flow was seen at inflow cannula. Velocities were normal. While an inpatient the patient stated that they had experienced visual disturbances and headaches for 2 to 3 days. Due to reported neurological deficits, on (B)(6) 2018 a computed tomography scan was performed and several small occipital subacute cerebrovascular accident without hemorrhagic component. Decision was made to undergo pump exchange.